Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholectomy procedure prior to inserting device into the pt, the jaws would not open. The surgeon attempted to open the jaw but could not get them to open. There was no pt impact.